Event description:
It was reported that during a stenting treatment procedure, an imaging catheter got stuck with the stent. The 90% stenosed target lesion was located in the mildly tortuous left main trunk coronary artery. Pre-ivus was performed and a non-bsc stent was deployed. The deployed stent was post-dilated with an nc quantum apex balloon catheter, then an f/g atlantis sr pro² imaging catheter was used for post-ivus. The stent was well apposed to the vessel wall. During pullback of the imaging catheter, resistance was felt and the atlantis was unable to be removed. The physician thought that the guide wire exit port of the atlantis catheter got stuck with the distal edge of the stent. The physician attempted to remove the atlantis using an unknown micro catheter and a non-bsc guide wire but failed. The atlantis was successfully removed from the patient by removing the transducer cable from the outersheath and inserting a 014 non-bsc guide wire from the proximal into the outersheath of the atlantis. Post dilatation was performed using an nc quantum apex balloon catheter and the procedure was completed with a non-bsc imaging catheter. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).